Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set at an unknown rate. The pump overdelivered over the course of 2 hours. The pt had mutiple episodes of vomitting. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note the event date given above is approximate.